Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jul-2021. The most recent information was received on 22-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in a 47-year-old female patient who had essure (batch no. D31444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), pain in extremity ("leg pain"), loss of libido ("loss of libido"), premenstrual pain ("breast soreness 10 days before menstruation"), depression ("depression"), abdominal pain upper ("stomach cramps"), disturbance in attention ("difficulty concentrating"), fatigue ("constant fatigue"), peripheral coldness ("cold hands and feet") and breast swelling ("breast swelling 10 days before menstruation"). Essure was removed. At the time of the report, the headache, pain in extremity, loss of libido, premenstrual pain, depression, abdominal pain upper, disturbance in attention, fatigue, peripheral coldness and breast swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, breast swelling, depression, disturbance in attention, fatigue, headache, loss of libido, pain in extremity, peripheral coldness and premenstrual pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Batch no d31444 production date 2014-11-20 expiration date 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in a (B)(6) year-old female patient who had essure (batch no. D31444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), pain in extremity ("leg pain"), loss of libido ("loss of libido"), breast pain ("breast soreness 10 days before menstruation"), depression ("depression"), abdominal pain upper ("stomach cramps"), disturbance in attention ("difficulty concentrating"), fatigue ("constant fatigue"), peripheral coldness ("cold hands and feet") and breast swelling ("breast swelling 10 days before menstruation"). Essure was removed. At the time of the report, the headache, pain in extremity, loss of libido, breast pain, depression, abdominal pain upper, disturbance in attention, fatigue, peripheral coldness and breast swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, breast pain, breast swelling, depression, disturbance in attention, fatigue, headache, loss of libido, pain in extremity and peripheral coldness with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.